Manufacturer narrative:
(B)(4). Full UDI not availabale as the lot# was no rovided by the customer.

Event description:
It was reported that: "during injection of contrast thru pressure rated distal port ofsubclavian central line during CT angio, the hub of the line ruptured." There was no reported patient harm or consequence.

Event description:
It was reported that: "during injection of contrast thru pressure rated distal port of subclavian central line during CT angio, the hub of the line ruptured." There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4). The customer returned one 3-l pressure injectable cvc for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection of the distal (brown hub) extension line revealed the line was ruptured for almost half the extrusion. The damage appears consistent with inadvertent over-pressurization of the extension line during use. No damage was observed to any of the other extension lines. The rupture on the distal extension line was located 0-45mm from the luer hub. The distal extension line outer diameter in a non-ruptured area measured 0.085" , which is within the specifications of 0.084"- 0.088" per product drawing. The extension line inner diameter could not be accurately measured due to the damage. The remaining extension lines were attached to a lab inventory 5ml syringe and flushed. No defects or anomalies were observed. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A long pin gage was also inserted through the distal tip of the catheter. Minor resistance was encountered due to a build-up of congealed biological material inside the distal lumen; however, the guide wire was still able to pass when minor force was applied. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". R & d engineers have been previously contacted for complaints of this nature. They indicated that the over pressurization of the line in combination with an occlusion (i.e. Activated clamp or build-up of biological material) during pressure injection could cause the extension line to rupture. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not exceed ten (10) injections or catheter's maximum recommended flow rate located on product labeling and catheter luer hub to minimize the risk of catheter failure and/or tip displacement". The IFU also states , "pressure limit settings on injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". The customer report of a ruptured extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal extension line ruptured halfway down the extrusion. A build-up of congealed biological material was also observed inside the distal lumen of the catheter body. The damage appears consistent with over-pressurization of the extension line during use. The returned catheter met all relevant dimensional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.